Event description:
A caller reported a display issue with their pump, noting that the screen was black with a pixel line, preventing interaction and reading the display. There was no adverse impact on the customer's blood glucose level. They planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery, and they were informed on how to put the pump into storage mode before returning it.